Event description:
The manufacturer received information alleging a ventilator failed a pilot pressure point test step during testing. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a pilot pressure point test step during testing. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and recommends the three-way solenoid valve and proportional valve be replaced to address the issue. The repairs are pending the approval of the quote. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.